Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Device code (B)(4) no longer applies to this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal 2000 mcg/ml at 600 mcg/day via an implantable pump. It was reported the pump was blocked. The patient was hospitalized due to underdose symptoms. When the hcp reviewed the pump, the pump was blocked. The elective replacement indicator (eri) was at 6 months. The hcp had to replace the pump. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved. The patient status was alive - with injury. It was noted the patient had high oral medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.